Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v667635, implanted: (B)(6) 2011, product type: lead.

Event description:
The healthcare provider for a clinical study, via a manufacturing representative reported the patient would be undergoing a lead revision for a fractured lead and battery replacement, noting a "possible" loss of efficacy. Outcome remained unknown at the time of the report.

Event description:
Additional information received from a healthcare provider for a clinical study reported lead tip 3 had out of range impedances, noting greater than 4000 ohms. The event was ongoing.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies as the battery was not in a new condition. Functional test failed as battery was not new, serial number was lost, and a power on reset message was seen. Good stable output was noted. Analysis of the lead found a significant anomaly; conductor #3 was found broken 2.2 centimeters from the distal end. There was an open circuit.

Event description:
Additional information received from a healthcare provider for a clinical study reported the neurostimulator and lead were replaced. It was noted there was normal battery depletion. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.